Event description:
It was reported that the right atrial (ra) lead of this pacemaker has a known farfield oversensing issue and reprogramming was performed approximately one moth ago. Additionally, the pacemaker stored multiple atrial tachy response (atr) episodes that were suspected to be due to noise and oversensing of the ra lead. Boston scientific technical services (ts) also discussed the possibility of atrial fibrillation (af) and undersensing during the episodes. High capture thresholds were also noted on this lead as well as low amplitude. Lead impedance measurements have been rising. Boston scientific technical services (ts) recommended further testing to determine the position of this lead. Reprogramming options were offered. Additional information was received that this patient complained of symptoms at night posterior to programming on the minute ventilation (mv) sensor. Boston scientific technical services (ts) reviewed the mv feature and confirmed it is operating as expected. High capture thresholds were observed as previously reported. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the right atrial (ra) lead of this pacemaker has a known farfield oversensing issue and reprogramming was performed approximately one moth ago. Additionally, the pacemaker stored multiple atrial tachy response (atr) episodes that were suspected to be due to noise and oversensing of the ra lead. Boston scientific technical services (ts) also discussed the possibility of atrial fibrillation (af) and undersensing during the episodes. High capture thresholds were also noted on this lead as well as low amplitude. Lead impedance measurements have been rising. Boston scientific technical services (ts) recommended further testing to determine the position of this lead. Reprogramming options were offered. No adverse patient effects were reported. At this time, this device system remains in service.